Manufacturer narrative:
Concomitant medical products: 7122 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room for possible infection. Blood cultures taken were (B)(6) for (B)(6). The patient developed sepsis and was given antibiotics. The device and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.